Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital on (B)(6) 2015 due to intermittent muscle stimulation. The patient also experienced asthenia and weightloss. The device was explanted and replaced on (B)(6) 2015.